Event description:
A biomedical engineer reported that during cataract surgery, the surgeon experienced issues with the suction. The surgery was completed with the same equipment, and there was no pt harm.

Manufacturer narrative:
Eval summary: the company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event cannot be determined. (B)(4).